Event description:
A family member reported large air bubbles in the infusion set/reservoir. During troubleshooting, the helpline advised the family member to change the infusion set, and the problem did not persist. It was advised to monitor the situation and call back if the problem persisted. The customer's blood glucose value was 202 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)